Event description:
Per journal article: a nomogram prediction model for postoperative seroma/hematoma in elderly subjects after tapp. This retrospective study was conducted with 330 elderly patients (43 female and 287 male) who underwent laparoscopic tapp for inguinal hernia between 2020 and 2024. All enrolled patients were implanted with 3dmax mesh by the same experienced surgical and anaesthesia team. A continuous suture pattern with 3-0 vicryl sutures was used to close the peritoneal flap. Within three months post-surgery, a total of 51 patients developed seroma/hematoma. The incidence rate of seroma/hematoma following transabdominal preperitoneal patch plasty (tapp) in this study was calculated to be 15.5%. The article concluded that this constructed individualized predictive model for seroma/hematoma formation can be valuable in clinical practice for accurately identifying high-risk patients, enabling targeted preventive measures and personalized postoperative care. The nomogram model based on obesity, antithrombotic drug, crp, afr, and lmr has a proved good predictive value, and it has potential in clinical practice. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients experienced post operative complications of seroma and hematoma. Note, the aim of the study was to identify risk factors associated with seroma / hematoma and construct a prediction model. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or post-op complications were caused or contributed to the use of the 3dmax mesh. Hematoma and seroma are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2020) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.